Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Battery diagnostics were downloaded and found to be normal. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this recently implanted insertable cardiac monitor (icm) device recorded false pause episodes. Boston scientific technical services (ts) reviewed data from the device and determined that no cardiac signals have been observed since implant, which could potentially indicate a suboptimal location or poor device contact. No r-wave signal was documented since implant. Device repositioning or replacement was recommended. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted. No additional adverse patient effects were reported. The device was returned and analysis was completed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this recently implanted insertable cardiac monitor (icm) device recorded false pause episodes. Boston scientific technical services (ts) reviewed data from the device and determined that no cardiac signals have been observed since implant, which could potentially indicate a suboptimal location or poor device contact. No r-wave signal was documented since implant. Device repositioning or replacement was recommended. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted. No additional adverse patient effects were reported. The device is expected to be returned for analysis.